Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that they experienced high blood glucose level of 414 mg/dl. The customer treated with the pump. The customer stated that she was not able to calibrate. The customer also had low reading of 67 mg/dl. The customer treated with food and pear juice. The product was not returned for analysis.